Event description:
It was reported that during a thyroid procedure, the devices would not coagulate on the tip of the device. The case was completed with the second device with no patient consequence. Additional info has been sought as to the coagulation issue.

Manufacturer narrative:
Date sent: 04/03/2009. Evaluation summary: the analysis results found that the devices were returned in good condition. The devices were tested with a generator, and both were functional. The cutting of test media performed as expected.